Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis and went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024 for more than twenty-four hours. The blood glucose level was 900 mg/dl at the time of hospitalization. The patient was given insulin intravenous drip. The patient was confused unwell and feeling sick at the time of hospitalization. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.